Event description:
Home pt (hp) reports connected to the pt line of homechoice set before should have, during prime. Baxter tech assisted hp in continuing treatment. No pt injury or medical intervention required per rn.